Manufacturer narrative:
On the (B)(6) 2018, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse found wash probe tips under the b/f table cup holder. One of the wash probe tips was inside a hole that is in the middle of the b/f table causing the motor to jam. The fse verified b/f table alignment and performed cup transfer macro. A control run was performed by the fse to verify instrument operation and all results were within specification. Instrument is functioning as intended and was released. No further action is required by the fse. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from the (B)(6) 2017 through awareness date on the (B)(6) 2018. There were no similar complaints identified during the searched period. The aia-2000 operator's manual under a4, appendix 4: error messages, error 4491 is b/f table rotation motor home detection failure. The error message is caused when the home sensor failed to activate after the b/f table rotated toward the home position. The solution for the customer is to contact tosoh service center or local representatives. The most probable cause of the reported issue was due to probe tips under the b/f table cup holder. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
On the (B)(6) 2018, a customer reported receiving error 4491 b/f motor home detection failure on their aia-2000 instrument. Customer also stated they have performed "all set home", turned the instrument off and on to reboot but the error still persisted. Field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of afp and bhcg patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.